Manufacturer narrative:
Additional information provided in event. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter got stuck in the port and pulled the port out. The ophthalmic surgeon reinserted the port to another site; however, the same thing occurred. The product was replaced and the procedure was completed. Additional information was received. The reported informed that there was no patient harm.

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received, at the manufacturing site. And the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Therefore, the root cause for the customer complaint issue cannot be determined. Because the actual complaint sample was not returned. The exact root cause for this complaint is unknown. Specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This report is for the trocar component. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter got stuck in the port and pulled the port out. The ophthalmic surgeon reinserted the port to another site; however, the same thing occurred. The product was replaced and the procedure was completed.